Manufacturer narrative:
D10 concomitant product: oms-t12bt, oms-t12bt trocar blunt tip 12 str uux5 (lot#p2m0163). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic nephrectomy, at the beginning, during port insertion, the two balloon did not inflate. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon appeared intact. The lock collar was broken. The main valve seal and converter doors were intact. Functionally, the balloon was attempted to be inflated using a test syringe however air leaked at the distal end. The flapper door, when actuated, opened and closed properly. The converter doors move freely and were secured in place. The obturator was inserted and removed without restriction into the trocar and cannula. A test insufflation bulb was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. It was reported that the balloon would not inflate. The reported issue was confirmed. The most likely cause was manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.